Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device moving parts did not move smoothly, had a leak tightness test failure, chipped/shaved delaminated, deformed/bent - housing and unable to assemble. It was further determined that the device failed pretest for general condition, leakage test, check the cannulation, check for mechanical free moving, check roundness of housing and check for wear on housing. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device was not working was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).